Event description:
The physician measured very high impedances and abnormal electrical parameters during implant, so tried to re-position all leads. That conducted to lead damages for the leads. At the end, it appeared to be an analyzer problem that conducted to abnormal electrical parameters. The physician does not suspect lead problem. The analyzer was sent in order for it to be repaired. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.